Event description:
Cardiac cath in 2001 admitted for less than 24 hours discharged the next day. Eleven days later went to ER for hemorrage of right groin site. The next day readmitted, right groin hematoma questionable pseudoaneuryasm. Three days later surgery oversewn artery. Diagnosis was infected right groin hematoma. Cardiac cath with perclose method resulting in hemorrage of groin site. Discharge summary infection of groin site post cath.